Event description:
Event description guidant received information that this right ventricular transvenous defibrillation lead was surgically abandoned. It was reported that this right ventricular lead was exhibiting a pacing impedance greater than 2000 ohms. Chest x-ray revealed a lead fracture, suspected to be caused by subclavian crush. No adverse patient symptoms were reported.